Event description:
Ous MDR - after an implantation period of approx. 11 months several out-of-range shock impedance measurements ( > 150 ohm) were reported. Average measured value was about 120 ohm.

Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The returned follow-up data from (B)(6) 2017 have been analyzed, confirming the clinical observation. The shock impedance trend data documented some single values > 150 ohms. All manual measurements performed during the follow-up on (B)(6) 2017 documented values between 93 ohms and 105 ohms. In particular, no other anomalies were documented in the data. Based on the information available for analysis, the root cause of the clinical observation was not determinable.